Event description:
It was reported that the ilet user¿s blood glucose rose from 94 mg/dl pre-breakfast to 335 mg/dl about one hour after eating frosted flakes. The user typically eats a larger, lower-carbohydrate breakfast and is in the first week of learning to use the system, and education was provided on meal size consistency and carbohydrate impact. Symptoms included hyperglycemia and sleepiness/drowsiness. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included a review of user-reported history and counseling on appropriate meal announcements and consistency with usual meal size. Investigation of this case revealed no device malfunction and suggested that an incorrect meal size announcement and a higher-carbohydrate meal were contributory factors to the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, including inaccurate meal sizing and dietary variability.